Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has the urge to urinate but she can't go. Even when she turns on the tap water she can't go. Patient's doctor passed away and she can't find a new doctor. Issue started a week ago or maybe longer. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported.